Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck issue, after right superior pulmonary vein (rspv) ablation. The physician noted that in the flower configuration the wire was unable to be advanced. He wanted to deploy into basket mode but that was unadvised (he was told the wire needs to be advanced before deploying into basket to avoid damage to the catheter. He proceeded anyway to deploy into basket mode without the guide wire deployed. It's believed the catheter was already damaged before this point however due to sharp turning of the catheter around tight anatomy. The catheter was pulled back into neutral configuration and then back into the sheath. It was spun around 360 degrees inside the sheath. It was advanced back out and redeployed into flower position, but the guidewire was still unable to be advanced. No troubleshooting steps resolved the issue. The catheter was then removed from the body to be examined where a spline inversion was discovered. So, the catheter was replaced, and the procedure was completed without patient complications. There was resistance when trying to advance the wire in the flower configuration but not in the basket or neutral configurations. The sheath was straight during retraction. Ice imaging was used. No tissue seen on the catheter's tip. Merit inqwire used as guidewire. The device is expected to be returned.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck issue, after right superior pulmonary vein (rspv) ablation. The physician noted that in the flower configuration the wire was unable to be advanced. He wanted to deploy into basket mode but that was unadvised (he was told the wire needs to be advanced before deploying into basket to avoid damage to the catheter. He proceeded anyway to deploy into basket mode without the guide wire deployed. It's believed the catheter was already damaged before this point however due to sharp turning of the catheter around tight anatomy. The catheter was pulled back into neutral configuration and then back into the sheath. It was spun around 360 degrees inside the sheath. It was advanced back out and redeployed into flower position, but the guidewire was still unable to be advanced. No troubleshooting steps resolved the issue. The catheter was then removed from the body to be examined where a spline inversion was discovered. So, the catheter was replaced, and the procedure was completed without patient complications. There was resistance when trying to advance the wire in the flower configuration but not in the basket or neutral configurations. The sheath was straight during retraction. Ice imaging was used. No tissue seen on the catheter's tip. Merit inqwire used as guidewire. The device is expected to be returned.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter without any resistance. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Subsequently, the device was deployed to basket and flower without difficulty. It was noted that there was no significant issue with the splines. No problems were noted with the state of splines in any position. The spline cage of the catheter was examined on the microscope to look for anything that might cause spline inversion, but nothing out of the ordinary was noted.